Event description:
Related manufacturer report numbers: 2017865-2021-29833, 2017865-2021-29838. It was reported that noise and oversensing were observed on the right atrial (ra) and right ventricular (rv) leads. Additionally, an increase in capture threshold was observed on the rv lead. During the lead revision procedure, a loose set screw was noted on the device header and is suspected to have contributed of the event. However, the exact cause of the event remains unknown. The device, ra, and rv leads were explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Upon receipt, the setscrew was found stuck to the torque wrench and was difficult to turn. Analysis of the device found the ventricular (v)-setscrew was stuck to the torque wrench tip and pulled out along with the wrench, through the septum. The setscrew inset showed some amount of stripping which is consistent with partial wrench insertion. In addition, it was noted that the wrench was not correctly inserted into the inset. It appeared that the wrench had been forced down into the setscrew inset without it being correctly aligned to enter the inset. This resulted in the corners of the wrench being wedged into the setscrew inset walls, which resulted in the setscrew getting stuck to the wrench tip. The associated atrial (sn cpg214954) and rv (sn cpd402466) leads were not returned for further analysis. The pacemaker was tested for noise and sensing. The device sensed normally, and no noise was detected during testing with the pacemaker.

Manufacturer narrative:
Upon receipt, the setscrew was found stuck to the torque wrench and was difficult to turn. Analysis of the device found the ventricular (v)-setscrew was stuck to the torque wrench tip and pulled out along with the wrench, through the septum. The setscrew inset showed some amount of stripping which is consistent with partial wrench insertion. In addition, it was noted that the wrench was not correctly inserted into the inset. It appeared that the wrench had been forced down into the setscrew inset without it being correctly aligned to enter the inset. This resulted in the corners of the wrench being wedged into the setscrew inset walls, which resulted in the setscrew getting stuck to the wrench tip.